Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Event description:
It was reported that the customer had been off the insulin pump since (B)(6) 2015. Customer had several alarms in the alarm history since his high blood glucose levels began including no delivery alarms and a motor error alarm. Customer was admitted to a hospital on (B)(6) 2015 for a low blood glucose level. Customer has been running high since being admitted and treated. Customer also had an infection on his toe. Customer's blood glucose level was 20 mg/dl at the time of the admission. Caller stated that the customer accidentally delivered too much insulin to himself. Insulin pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.